Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/11/2013 with the following findings: the display lens was found to have multiple scratches. The display was visible despite the scratches to the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that difficulty reading the screen of the subject pump was observed. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.